Event description:
It was reported that the pump was not intermittently responding to the up and down arrow buttons. The pt claimed that the keypad is intact with no tears or holes and the pump has not been exposed to any water or cleaning products.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad was intact; however, the pump was intermittently responding to the up arrow button and there was adhesive/contamination found under the button contacts.